Manufacturer narrative:
(B)(4). Photographic analysis: there was no sample received for analysis. Only pictures of the sample were received for analysis. The first photo contains an image of an ntlc55 tyvek, lot number n4l58j and expiration date 2021-01-31. The second photo was reviewed and it contains a partial view of a ntlc75 box with no lot number visible, the tyvek of a ntlc55 and an sr55 reload with lot number m4j279 and expiration date 2020-08-31. The third photo shows a label that is not applied at the packaging facility and it shows a lot number that is not consistent with ethicon lot number nomenclature. Finally, lot number n4l58j of device ntlc55 was reviewed and does correspond to a ntlc55 device. In addition, inventory transactions of lot number and associated batch numbers were reviewed and no discrepancies were noted. The condition of the package is most likely indicative of handling or storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. The photos do not provide enough evidence to determine root cause.

Manufacturer narrative:
(B)(4) date sent: 1/9/2017.: batch # (B)(4). Reload sr55: batch # (B)(4). Manufactured date:09/22/2015. Product exp. Date:8/31/2020. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results found that an ntlc75 device and an sr55 reload were returned inside its original package. No secondary package was returned for analysis. Only the ntlc75 device and a sr55 reload were received. It could not be determined what may have cause the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that prior to an unknown procedure, the surgeon requested a 75mm linear cutter. On opening the box, found a 55mm linear cutter device in box. A 55 mm linear cutter was packed in a 75mm box. Another device was opened. There were no adverse consequences for the patient reported.